Event description:
Procedure was filling a cavity. Dentist advised injury noted right after procedure. Injury was to left dorsal side of tongue. Tissue was white. Dentist administered ointment for burn. During routine f/u, dentist gave pt more ointment for burn.

Manufacturer narrative:
Device history records showed no problems with materials, MFR, or test of subject device. Returned device was disassembled and examined. Rust was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specifications.